Event description:
It was reported that after the procedure where the trek was used in the mildly tortuous, mid right coronary artery without issue, the trek broke off at the proximal shaft when the technician was disengaging it from the indeflator. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned catheter noted the hypotube shaft and strain relief tubing were separated at the distal end of the hub. There were multiple kinks observed throughout the distal shaft and two bends in the hypotube. The fracture faces of the separation were ovaled, indicating that the hypotube bent or kinked prior to fracturing. Since there was no report of any damage observed to the catheter prior to the procedure, this suggests that the kinks and separation occurred during or after the procedure. Kink or bends in the shaft can then lead to weakening of the shaft material, such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. The shaft likely kinked from handling as the device was being disengaged from the indeflator such that it separated as a result. Potential factors that can contribute to shaft separations include, but are not limited to, damage during manufacturing, materials, removal technique from the packaging, handling, an interaction with the patient anatomy, or from an interaction with accessory devices. The reported shaft detachment/separation and kinks appear to be related to the operational context of the device and is not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. A sampling of units is destructively tested to verify shaft integrity and tensile strength.